Event description:
The customer reported that some of his diagnostic pts have experienced more hematomas, pseudoaneurysm and rebleeds. Some pts have required readmission to hosp and others have been treated at home. Other physicians at the same institution have reported similar problems but no specific data is available.